Event description:
Device 1 of 2 note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #s 3005099803-2013-13973 and 3005099803-2013-13974 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 devices were used for an esophagogastroduodenoscopy with ligation banding procedure on (B)(6) 2013. According to the complainant, during the procedure, a speedband superview super 7 device was used inside the patient. Before any bands were attempted to deploy, the suture on the ligating head broke. A second speedband superview super 7 device was used; however, after successfully deploying two ligating bands, the suture on the ligating head broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination was performed on the returned device revealing that five of the seven bands remained on the ligator. All five bands were partially deployed with one being broken. The suture had pulled free from all the bands and the ligator. No damage to the teeth. The trip wire was not cinched into the handle slot and there was no deformation to indicate that the wire was previously cinched. The wire was wound around the handle spool several times. The handle rotated freely when turned. The suture was intact and tied to the end of the trip wire. The suture was not broken. Based on the evaluation of the device and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. Therefore, ¿user / use error¿ is selected as the most probable root cause classification. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
Device 1 of 2 note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #s 3005099803-2013-13973 and 3005099803-2013-13974 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 devices were used for an esophagogastroduodenoscopy with ligation banding procedure on (B)(6) 2013. According to the complainant, during the procedure, a speedband superview super 7 device was used inside the patient. Before any bands were attempted to deploy, the suture on the ligating head broke. A second speedband superview super 7 device was used; however after successfully deploying two ligating bands, the suture on the ligating head broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.